Event description:
During surgery, it was found that the inner blister pack was damaged. No damage was confirmed on the outer blister pack, and the device was implanted.

Manufacturer narrative:
DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The chr indicated that there were no similar events for the reported lot. The inner and outer blister were returned for evaluation. The inner blister was perforated at the end of blister where the stem taper lies. The exact cause of the event cannot be determined as only the inner and outer blister were returned for evaluation. The damage modes observed indicate the event is likely associated with adverse handling in the field causing the stem to become free within the inner blister and subsequently perforate the wall of the inner blister.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, it was found that the inner blister pack was damaged. No damage was confirmed on the outer blister pack, and the device was implanted.